Manufacturer narrative:
Initially, one event was reported by the pt's attorney. However, review of the medical records showed there to be an additional implant. This is a pt with a history of tobacco use, morbid obesity, and diabetes. The (B)(6) 2006, operative reported noted that the defect was repaired "transversely with continuous #1 nylon involving part of the mesh graft that was left behind." Then a kugel patch was inserted and attached to the abdominal wall. Regarding the (B)(6) 2009 procedure, it was noted that the portion of the previously placed mesh that was incorporated in the abdominal wall had to be incised and also the bowel which was stuck to it and a significant large area had to be gently dissected off. It appears that a partial excision of the kugel patch implanted (B)(6) 2006 took place during this procedure. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for adhesions, hematoma, and recurrence, all of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for evaluation. Without further info, no conclusion can be drawn. See MDR 1213643-2009-00457 for info related to the kugel patch implanted on (B)(6) 2005.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2005 - pt underwent repair of multiple incisional hernias with a kugel patch. Md noted "I think she is going to have problems with recurrences." On (B)(6) 2006 - exploratory laparotomy, lysis of adhesions, and repair of multiple recurrent incisional hernias with a kugel patch. On (B)(6) 2006 - pt underwent incision and drainage and evacuation of hematoma. On (B)(6) 2006 - pt underwent incision and drainage, debridement. On (B)(6) 2006 - office visit notes, lower wound healing good, upper one smaller and granulating, cleaned and packed. On (B)(6) 2008 - pt underwent left total knee replacement. On (B)(6) 2009 - pt underwent repair of incisional hernia with a non-bard mesh, enterolysis, and partial excision of the kugel patch implanted on (B)(6) 2006.